Manufacturer narrative:
The 23mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: gouges on flex tip, bent struts at the outflow, slightly bent struts at the inflow, struts exposed through the skirt (normal after crimped and used), and bent strut at c3. The valve was expanded, and the frame was slightly distorted/canted, leaflets were wrinkled and dehydrated due to storage condition, (prolong crimping), and all struts remained exposed through skirt (normal after crimp and use).   Imaging was provided and revealed that the patient¿s access vessel was undersized (minimum luminal diameter [mld] <5.5mm per IFU] with calcification and tortuosity, calcification on the access vessel and slight bent struts observed at the valve outflow side. Dimensional and functional testing was not performed due to the device return condition (frame distorted). During manufacturing, visual inspections and tests are performed throughout the process. During incoming inspection of the components, the valve frames are 100% visually and dimensionally inspected by both manufacturing and quality for defects per procedure. After cleaning and drying cycle, per procedure, the valve frames are 100% visually inspected for deformation/defects. During manufacturing, all sapien 3 ultra valve assemblies undergo inspections for 100% visually inspection of the outer diameter per procedure. During final assembly, the sapien 3 ultra valves are 100% visually inspected before/after holder attachments during manufacturing per procedure. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection and brep process. These inspections and test during the manufacturing process support that is unlikely that non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.   A lot history review was performed and no other complaints for the reported event were noted. The instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through sheath, correctly orient the delivery system and check position before insertion orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. In regard to a shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away, keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. In regard to a longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note, maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub. Note that in expectation of high friction, use short movements, and push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. In addition, the procedural manual provides guidance on thv deployment. Check to ensure the thv is exactly between the valve alignment markers, flex tip is on the triple marker and the balloon lock is locked. During removal of the thv into the sheath tip, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies.   As reported, ¿there was more push force than normal advancing the 23mm sapien 3 valve and 23mm commander delivery system through 14f esheath¿ and ¿valve was only slightly flared.¿ additionally, patient had calcified, tortuous and undersized access vessel per imagery review. The presence of calcification, tortuosity, and undersized access vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1- 2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance as indicated by the gouges on the flex tip. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft and/or interact with the calcified access vessel, and result in the bent struts.     These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has been identified for potential areas for s3u design/process improvement to mitigate against the failure.     In this case, as such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (calcification/ tortuosity/ undersized vessels) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformance's were identified during the investigation. Although no labeling or IFU/training inadequacies were identified, a product risk assessment and CAPA have previously been initiated to assess risk associated with resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration, and to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13511. The device was returned for evaluation. Investigation is underway.

Event description:
As reported, there was more push force than normal advancing the 23mm sapien 3 valve and 23mm commander delivery system through 14f esheath. During valve alignment, there was misalignment of the markers after alignment. It appeared to be mostly parallax in the catheter. There was no attempt to correct it and the operators proceeded with valve deployment. During deployment the 23mm commander delivery system, the balloon ruptured with only a couple of cc¿s of volume in the balloon. The valve was slightly flared. The devices were able to be removed as a unit. A second 23mm sapien 3 ultra valve and 23mm commander delivery system were used without issues. The patient is stable and without complications. Per pre-decontamination observations multiple bent struts at the outflow side was observed.